Event description:
It was reported that during catheter was removal, the last coil that was placed herniated out into parent artery. A neuroform stent was placed to secure the coil. No patient injury reported.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation.